Event description:
A journal article was reviewed which indicated that for improving the right hemidiaphragmatic paralysis, the patient had been regularly doing respiratory exercises and forceful diaphragmatic contraction maneuvers as was taught by the physician. At a regular ICD checkup, six months later, interrogation of the device revealed 705 sensing integrity counts (sic) and 98 non-sustained ventricular tachycardia (nsvt) episodes. It is suggested that a rare type of diaphragmatic myopotential oversensing (dmo) which was incidentally detected and interpreted as sic in an asymptomatic patient with an ICD and a dedicated true bipolar lead. The status of the lead is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: a rare cause of sensing integrity count in a patient with ICD and dedicated true bipolar lead. Pace pacing and clinical electrophysiology. 2013;36(10):1301-1305. (B)(4).